Manufacturer narrative:
One device was returned for investigation. It was reported that the pump displays: alarm 41628 and it was able to be duplicated. The reported issue was determined to be caused by a efective mainboard (error 41628). Problem was resolved after replacement the mainboard. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
B3 date of event - unknown. D4 primary UDI number - unknown. G4 PMA/510(k) - unknown. One device was received for evaluation. The customer reported issue was stated that the pump displays: alarm 41628. The reported issue was determined to be caused by defective mainboard (error 41628). Visual and functional testing was performed. Problem was resolved after replacement the mainboard. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information

Event description:
It was stated that the pump displays: alarm 41628. There was no patient involvement.